Event description:
It was reported that sensing difficulty and no capture were observed for this rv lead. The lead was removed from service. No patient complications were reported as a result of this event.